Manufacturer narrative:
(B)(4). UDI # unknown . The device history record for the reported lot number, 201215633, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The actual complaint product was not returned for evaluation. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. A report was received from germany stating the pump infused its volume after 12-hours in use. No additional information was provided in regards to the patient's status.